Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, the device booted to an error and therefore its damaged display flex was replaced. Analysis further noted the lower hinge plate and the handle were broken, the lower case was scuffed and the feet worn, one hinge plate screw was missing as was the stylus and the system fan was noisy. All found defective parts were replace. (B)(4).

Event description:
The programmer was returned for preventive maintenance/evaluation and was subsequently found during manufacturer's analysis to boot up to an error and therefore its damaged display flex was replaced, the lower hinge plate was broken, the handle was broken, the lower case was scuffed and the feet worn, one hinge plate screw was missing as was the stylus and the system fan was noisy. There was no patient involvement.